Manufacturer narrative:
Follow up #1 submitted 05/19/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas for investigation by product analysis with the following findings: review of the black box data did not reveal any evidence of short battery life. A sudden drop in voltage was noted on (B)(6) 2016 related to a stuck ¿vp¿ for a period of 4 hours. On examination, there was no damage to the pump or the battery cap. The battery cap secured to the pump and maintained electrical connection. On investigation, ez-prime steps were successfully completed. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination. All electrical measurements were within the required specifications. Investigation did not duplicate the alleged ¿short battery life¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a power (battery life) issue. The distributor reports allegation of high consumption of batteries the distributor stated the patient reported using lithium batteries per instructions for use. The distributor also stated the patient reported the pump gave warnings to change the battery without first giving a low-battery warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.